Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No problems or issues were identified during this device history review. A product sample was received for evaluation. Performed functional check and visually inspected the pump. Customer's reported problem was confirmed. Pump was found to be displaying 1870 error code message on power up when batteries are inserted. The root cause of the reported issue was found to be a faulty optical switch. The optical switch was replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited lec 1870. No adverse effects were reported.